Event description:
According to the reporter, they approached the patient with retrograde approach, and used it in a case with significant stenosis in the anastomotic part. While receiving resistance due to stenosis to the artery side beyond the anastomotic site, the tip of the product was advanced, and the stenosis status was confirmed with contrast agent. Afterwards, when the patient felt resistance and tried to pull the product to inflate the balloon, the back end of the balloon broke and it did not inflate. There was no luer adapter issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the balloon was disengaged from the cannula where it met the infusion plate. As the balloon was detached, it could not be inflated, but there were no visual abnormalities with the returned balloon. It was reported that there was a radial balloon burst. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they approached the patient with retrograde approach, and used it in a case with significant stenosis in the anastomotic part. While receiving resistance due to stenosis to the artery side beyond the anastomotic site, the tip of the product was advanced, and the stenosis status was confirmed with contrast agent. Afterwards, when the patient felt resistance and tried to pull the product to inflate the balloon, the back end of the balloon broke (probably circumferential, radial) and it did not inflate. The balloon was inflated using an inflation device. There was no luer adapter issue. There was no particular abnormality observed on the device prior to use and no defects/damages found on the product. No fragments were left on the patient. The issue was resolved with a percutaneous transluminal angioplasty (pta ) balloon from another manufacturer. The patient had no particular vessel/vein damage. There was no patient injury.